Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
H6: 3191 - dyspareunia. Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number: (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion, and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion, infection and urinary incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnose was stress urinary incontinence, intrinsic sphincter deficiency, severe vulvar dysplasia/vulval intraepithelial neoplasia. The procedures performed were trans-obtrurator tape sling, cystoscopy, wide local excision of the v ulva on the right under spinal anesthesia. Postoperative diagnoses: stress urinary incontinence, intrinsic sphincter deficiency, severe vulvar dysplasia/vulval intraepithelial neoplasia. In 2010 the patient underwent trans-obturator tape (uretex tot) sling, cystoscopy and wide local excision of the vulva on the right under spinal anesthesia. The patient experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion, and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion, infection and urinary incontinence.